Manufacturer narrative:
(B)(4).

Event description:
A patient who was implanted with a 25mm trifecta valve on (B)(6) 2011 required reoperation on (B)(6) 2015 when the patient experienced acute dyspnea with physical exertion. During the explant procedure, one of the cusps was observed to contain a 5mm smooth tear along the stent post extending from the top of the sewing ring. Ex vivo, there were no signs of infection, the cusps seemed intact and all three cusps were equally thick with no further abnormalities observed on visual inspection.

Manufacturer narrative:
The results of this investigation concluded cusp 1 contained a tear. There was circumferential fibrous pannus ingrowth on the inflow surface which resulted in the narrowing of the inflow diameter. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, or tear was due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.